Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was no sensing on the right atrial (ra) lead. The lead was attempted and not used. Another lead was used. It was also reported upon slitting the physician lost the slitter engagement of the catheter. When re-engaging the slitter and attempting to slit the catheter portion containing the hub slit off and there was no "handle" left to pull on the catheter. Another catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.